Event description:
Wingnut on aluminum push button crutches was broken. Also crutches smell strongly of plastic, leaving smell on hands when using/ carrying.======================manufacturer response for aluminum push button adult medium crutch, guardian (per site reporter).======================spoke with the manufacturer. The report was generated and sent to their quality department.